Event description:
The customer reported that the clear insulation on the device dislodged. Questions were asked to the site regarding the location of the clear insulation but they had no further details. There was no patient injury. The device was discarded by the site.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.